Event description:
During routine device follow up in clinic showed automatic low voltage impedance checks or trend data. Programmer obtains impedance measurements but no trend or auto measurements appear to be recorded. High voltage lead impedance and other measurements all normal and trending as expected. Device otherwise appears to be functioning within normal expectations. Programming changes were recommended. No further information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented in ER no automatic updates for lead impedance however it was able to be manually updated. Firmware upgrade was recommended and patient was booked for in clinic visit. Patient was asymptomatic. Lead impedance were good and stable. The issue is the auto measurements would not generate unless manually conducted. All leads wouldn't automatically update therefore device issue. Programming was recommended. No further information available at this time.